Manufacturer narrative:
The insulin pump was cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker noted during visual inspection. All buttons function properly. No button error alarms noted. However corroded keypad traces note during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.